Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the unit operated on ac power then on battery. When the unit was replugged into the wall, the unit would not go onto ac power. The power plug was pulled from the wall and the machine completely shut down. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.